Manufacturer narrative:
The reported observation of the clinician programmer displaying the ¿pain/burning at ipg site¿ and ¿communication issues¿ were not confirmed. The cause of the reported observations were not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. Results from a clinicians programmer, system impedance test were within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output frequency, pulsewidth, amplitude and system impedances on all 16 electrodes including the ipg can connection. The values must meet the tolerance specifications within the ate test environment. The ate also tests and logs the ipg bluetooth functionality. The ate test logs the ipg¿s receiver signal strength indication (rssi) value. As noted the rssi value was -65dbm, within the expected range. Thermal testing of the ipg casing with stimulation on/off over a 24 hour period noted a less than 2-degree celsius change, which was within the expected range.

Event description:
Additional information found indicates the ipg was electively replaced. Therapy was restored.

Event description:
Additional information indicates the patient had their ipg relocated to the front of the abdomen on (B)(6) 2021, to address the pain. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the pain at the ipg site has resolved.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date to address the issue.